Event description:
The customer initially reported that their device was showing its service wrench indicator. Upon an evaluation of the device by physio-control, it was observed that the device configuration was set up for a semi-automatic device with a shock button; however, the device itself did not have a shock button available as it was built as an automatic device. Due to this observation, the device would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the internal device configuration had a different device serial number listed and was set up for a semi-automatic device with a shock button. Without a shock button available, the device could not be used for defibrillation therapy. The cause of this issue could not conclusively be determined. The customer received a replacement device.